Manufacturer narrative:
All available patient information was included. No additional information was provided. An in-house investigation confirmed that the drug mifepristone causes interference/cross-reactivity with the architect estradiol assay leading to falsely elevated estradiol results. A product correction letter was issued on 05feb2019 to all architect estradiol and alinity I estradiol customers who received one of the impacted lots. The product correction letter informs the customer that patients undergoing mifepristone therapy should not be tested with the architect estradiol or the alinity I estradiol assays for up to two weeks post their last dose. It also instructs the customer to review the letter with their medical director. The architect and alinity estradiol package inserts will be updated to include new information regarding interference/cross-reactivity between the architect and alinity estradiol assays and the drug mifepristone.

Event description:
The customer observed falsely elevated architect estradiol results for a female patient in her first trimester of pregnancy. The following data was provided: sample ID (B)(6) initial result, on (B)(6) 2021, was 3976, repeated, under sample ID (B)(6) on (B)(6) 2021, was 3719 pg/ml. The patients previous result on (B)(6) 2021 was 290 pg/ml and on (B)(6) 2021 was 306 pg/ml. It was noted that the patient has been treated with mifepristone since (B)(6) 2021. There was no impact to patient management reported.